Event description:
It was reported that during the reprocessing of a da vinci permanent cautery spatula instrument, the plastic cracked at the tip. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that a piece of the instrument conductor cap was broken off and missing at the mating feature with the bipolar yaw pulley. It was concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken conductor cap with missing material, could likely cause or contribute to an adverse event, if the malfunction were to recur.